Event description:
It was reported that a em2400 valve set introduced bubbles from port 5 during compounding of multivitamin. The ingredient was moved from port 5 to port 4 to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 12-13, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.